Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, included with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Photos provided by the customer show the device with close ups of the basket and the proximal end of the drive wire. The photo of the product label matches the lot number provided in the report. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the basket assembly fully removed from the sheath. The basket portion of the assembly is damaged/misshapen. The basket assembly had detached at the proximal end of the drive wire with notable damage sustained to the proximal end of the wires indicating force applied during detachment of the assembly from the cannula. There is evidence of weld at the proximal end of the cannula. The broken wires are consistent with breakage during lithotripsy. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report of drive wire breakage indicative of breakage during lithotripsy. Mechanical lithotripsy applies a high force to the basket wires and the stone. If the stone requires a force to fracture that exceeds the tensile strength of the basket wires, breakage will occur. The IFU includes the following warning "basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an ercp for common bile duct stone removal, the physician used a cook fusion lithotripsy extraction basket. It was reported that user discovered the handle wire broken during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.